Event description:
It was reported that the lead was repositioned due to high ventricular capture threshold. During the procedure it was difficult to extend the helix from the lead body. The lead was explanted.

Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported high ventricular capture threshold. Mechanical and visual analysis found dried body fluid/tissue insied the inner insulations preventing extension of the helix. The ensuing resistance may have resulted in an over-torque condition. The stylet could be fully removed after removing the pacing connector leg. Analysis found the lead to exhibit normal electrical characteristics.